Event description:
Customer called to report a leak of approximately 10 milliliters underneath the coulter lh750 hematology analyzer. Customer could not determine the source of the leak and requested onsite service. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the tubing going through valve 113 (vl113) had popped off at the 212-2 fitting. The fse replaced the tubing at vl113 to address the leak issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).